Event description:
Reporting status: serious injury - medical intervention. Reporting rational: sub acute thrombosis requiring additional stenting. Device issue: none. It was reported that the initial procedure occurred in 200, and a 2.75 x 23 mm promus stent was implanted in the proximal lad. The following month, the patient returned to the hospital with chest pain and st elevation. An acute occlusion of the previously placed stent was observed. Another company's 3.0 x 24 mm stent was implanted to treat the sat. Additionally, the patient experienced tachycardia. The patient also required a iabp before leaving the lab to intensive care unit. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.